Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant is unknown. It was reported that the reviewed CT showed that the aortic neck has dilated to 36 mm at the renal arteries. The device has migrated 2.5 cm resulting in a type I endoleak. The aneurysm is currently 7.3 cm in diameter. No additional details have been received. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).